Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No moisture damage found inside reservoir compartment or motor noted. Device had cracked reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin was leaked in the reservoir compartment. Customer mentioned the reservoir was harder to fill than usual. Customer's blood glucose had been low. Customer's blood glucose went as low as 21 mg/dl. Customer's blood glucose fluctuated between 35 mg/dl to 343 mg/dl. Customer's blood glucose at time of call was 224 mg/dl. During troubleshooting, device passed the self test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.